Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and adjusted the k0, k1, k2, k3, and k4 - tip pick-up, primary rack, secondary rack, and reagent rack positions. The instrument was tested without further problem and returned to service.